Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes device coul d not be interrogated in the patient, although interrogation was possible post-explant with no loadd. Once loaded, only "position head" was obtained.